Event description:
A philips employee became aware on 07jan2026 of a journal article (published online 03feb2005) titled "excimer laser assisted angioplasty for critical limb ischemia: results of the laci belgium study". The article retrospectively reviewed two studies of patients who underwent excimer laser-assisted angioplasty for the treatment of critical limb ischemia in poor surgical bypass candidates. The lac1 study evaluated the one-month and six-month clinical outcomes, enrolling 48 patients in a multi-center registry. The procedures were performed using excimer laser systems and spectranetics laser atherectomy catheters. Initial treatment was successful in all 51 limbs. During the follow-up periods, 6 patients died; 5 cardiac disease and 1 general systemic deterioration (not related to use of the device). Ten (10) patients required minor or major amputations (MDR# 3007284006-2026-00005) and 2 patients required endovascular re-intervention (MDR# 3007284006-2026-00006). The lac2 study evaluated the one-month and six-month clinical outcomes enrolling 145 patients in a multi-center registry. The procedures were performed using excimer laser systems and spectranetics laser atherectomy catheters. Adverse events during procedure and at follow-up included 15 mortalities (MDR# 3007284006-2026-00007), 11 amputations (MDR# 3007284006-2026-00008), 2 non-fatal mi or strokes (MDR# 3007284006-2026-00012), 24 re-interventions (MDR# 3007284006-2026-00009), 1 hematoma (MDR# 3007284006-2026-00010), 1 acute limb ischemia (MDR# 3007284006-2026-00013), 3 required bypass (MDR# 3007284006-2026-00011), and 1 endarterectomy (MDR# 3007284006-2026-00014). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 03feb2005 has been used, the date of publication. This report captures the 2 non-fatal myocardial infarction and strokes that occurred post-procedure with use of the spectranetics devices. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B3) article citation: m. Bosiers, p. Peeters, f.v. Elst, f. Vermassen, g. Maleux, I. Fourneau, h. Massin, excimer laser assisted angioplasty for critical limb ischemia: results of the laci belgium study, european journal of vascular and endovascular surgery, volume 29, issue 6, 2005, pages 613-619, issn 1078-5884. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D1) exact brand name - not available from the journal article; however, this is for a laser atherectomy device. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, 510(k), expiration date, and manufacture date. E) although the journal article originated from belgium, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded, thus no product investigation was performed. H6) myocardial infarction and stroke are known risk of complications with use of laser atherectomy devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.